Event description:
A patient reportedly went to the doctor's office to get blood sugar tested. Patient's one touch profile meter allegedly had no power. Patient was unable to test on the meter. Patient reported having "high blood sugar symptoms". The result on the doctor's meter was 195 mg/dl. There is no comparison. No further information has been reported.